Event description:
It was reported that during a da vinci-assisted gastrectomy, the white part of the harmonic ace instrument side tip detached halfway intraoperatively. A new harmonic ace instrument was used to complete the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The harmonic ace instrument was found to have the teflon pad on the clamp arm completely detached and missing. The missing material was not returned with the harmonic ace instrument. The harmonic ace instrument also had blade damage. Indentations were found on the blade.